Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level. The customer's blood glucose level was unknown. The customer did not mention any treatment related to high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer also mentioned that there were chips on the bottom of the insulin pump casing near the reservoir compartment, there was hairline fracture near battery compartment, had unexplained no delivery alarm, had to rewind twice more than once reservoir change. The also reported that the insulin pump did not alert once when the cannula was kinked. The customer declined troubleshooting. The insulin pump will not be returned for analysis.